Manufacturer narrative:
One 2.9 osteoraptor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at its proximal end where it interfaces with the inserter tip. Dimensional assessment of the anchor confirmed it met print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Not maintaining axial alignment during insertion. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the device history record shows there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that during a shoulder arthroscopy procedure, the anchor broke during hammering. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, the anchor broke during the hammering. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
The reported 2.9 osteoraptor anchor assembly for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: 1) excessive forces applied. 2) off axis insertion. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that during a shoulder arthroscopy procedure, the anchor broke during hammering. A backup device was available to complete the procedure with no delay or patient injuries.